Event description:
It was reported that three days after implant, the lead was not pacing. An x-ray confirmed that the lead had dislodged. The physician repositioned the lead. Five days after that intervention, the lead dislodged again. The lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.